Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board (iob) was not showing up on the bolus total screen and that the user experienced a blood glucose (bg) level above the target range. There was no allegation that the bg reading exceeded 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.